Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue x3. No information was provided whether sound was still coming from the device. The x3 was in use monitoring a patient at the time of the reported issue. No death or patient / user injury or harm was reported. A remote service engineer (rse) spoke to the customer, and the customer was not sure if sound was still coming from the x3 speaker. The rse advised the customer to reconnect the speaker cable, and if that did not resolve the issue, then to replace the speaker. The rse advised if the speaker replacement did not resolve the issue, then to replace the main board. The rse provided the customer with the part numbers for the speaker assembly and main board. The customer requested that the case be closed and no additional information was provided. Based on the available details, the cause for the reported issue could not be established. It is considered that the customer was able to resolve the issue with the information provided. The investigation concludes that no further action is required.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that a "speaker malfunction" inop was displayed on the intellivue x3. No information was provided whether sound was still coming from the device. The x3 was in use monitoring a patient at the time of the reported issue. No death or patient / user injury or harm was reported.